Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the actions taken were they helped to change setting to lower #. The lady was very helpful and kind.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient has been having pain on and off, like a poking/pinching or pressure sensation in the tailbone area and feels more so at night and stated is hard to fall asleep. When asked for event date patient said about a month ago however then said that it took about six weeks before it was okay. Patient said may have over done activities when bending over and patient mentioned heavy lifting. Patient said was mopping and scrubbing floors, doing laundry. Patient said was told that could do anything. Patient said that yesterday wasn't bad. Patient said that right now is standing and can feel that something is pinching or pressure at tailbone area. Patient also mentioned that about two weeks ago the pain was bad but not at the incision site more so the buttock area and patient checked the incision site and thought it looked infected so they took a picture and sent to managing physician on 2024-02-14, had a phone conference and was prescribed a 10 day course of antibiotics. Patient said that the top of buttock is tender especially when leaning against a counter. Patient said lives a distance from healthcare provider (hcp) office and there haven't been any adjustments made since date of implant. Reviewed compatibility information regarding activities. Reviewed general use and navigation basics. With instruction, patient connected to device and decreased setting from 1.5 down to 0.1 however still was still feeling pinching sensation so patient turned therapy off. Patient said that no longer feels the pinching sensation. Patient said is going to leave off for several hours maybe even during the night to monitor what they notice with stimulation turned off. Patient was redirected to provide updates to their managing doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.